Event description:
Motor exhaust hose ruptured 24-30" away from the motor base during surgery for closure of cranial aneurysm. Pieces of the motor hose broke free and contacted the sterile field. The account was aware of the safety advisory and reported that they had taken all precautions indicated. There was no identified occlusion or kinking of the motor hose. There was no pt impact and there was no change in the surgical procedure as a result.